Manufacturer narrative:
(B)(6).

Event description:
It was reported that a catheter break and stent damage occurred. The target lesion was located in the very tortuous third anterior descending artery. A guidezilla guide extension catheter and a 4.00 x 32 synergy stent balloon expandable were selected for use. During the procedure, the physician dilated the target lesion with a 4.00 x 20mm emerge balloon and there was adequate angiographic results. Then, the 4.00 x 32 synergy stent was advanced; however, it was noted that the device failed to advance due to the tortuosity of the artery. Consequently, a guidezilla guide extension catheter was used. When pushing the synergy stent inside the catheter lumen, it was noted that there was a break in the metal collar of the guidezilla. The physician proceeded to remove both devices. Furthermore, a deterioration in the integrity of the stent body was noted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status post-procedure was stable.

Event description:
It was reported that a catheter break and stent damage occurred. The target lesion was located in the very tortuous third anterior descending artery. A guidezilla guide extension catheter and a 4.00 x 32 synergy stent balloon expandable were selected for use. During the procedure, the physician dilated the target lesion with a 4.00 x 20mm emerge balloon and there was adequate angiographic results. Then, the 4.00 x 32 synergy stent was advanced; however, it was noted that the device failed to advance due to the tortuosity of the artery. Consequently, a guidezilla guide extension catheter was used. When pushing the synergy stent inside the catheter lumen, it was noted that there was a break in the metal collar of the guidezilla. The physician proceeded to remove both devices. Furthermore, a deterioration in the integrity of the stent body was noted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status post-procedure was stable. The device was returned for analysis. Returned product consisted of a guidezilla guide extension catheter in two pieces. The device was bloody. The tip, distal shaft, collar and hypotube were microscopically and visually inspected. Inspection revealed a complete separation at the shaft/collar location with the polytetrafluoroethylene (ptfe) completely pulled out from the collar. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.

Manufacturer narrative:
(B)(6).